Event description:
This case refers to pt # 7of 14 : based on information received from the paper "endocarditis on a perceval s sutureless prosthesis. A new valve with a new form of clinical presentation" by m.v. Groba-marco. The patient was suffering from prosthetic valvular endocarditis (pve). A perceval pvs 27mm was implanted. After 12 months of implantation an echo was performed which showed aortic thickening and an abscess. The patient underwent surgical treatment and a new perceval valve and a patch was implanted. 9 months later the patient died.